Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. The left ventricular lead exhibited an unspecified issue. The physician explanted and replaced the lead.

Event description:
New information received notes the left ventricular lead had dislodged into the right ventricular cavity and caused ventricular arrhythmias prior to explant on (B)(6) 2019.

Manufacturer narrative:
Correction: event description should have mentioned patient condition.

Event description:
New information received notes the patient experienced no adverse consequences after the explant procedure on (B)(6) 2019.